Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).

Event description:
This is the third of four reports for the same pt involving four separate products. Refer to report #: 9611594-2014-00183 for the first report. Refer to report #: 9611594-2014-00184 for the second report. Refer to report #: 9611594-2014-00186 for the fourth report. (B)(4) received a report from (B)(6) stating the transgastric enteral feeding tube leaked and then broke. No additional info was provided in regards to the pt's status.